Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, error 31020 was triggered. A power cycle with emergency power off (epo) did not resolve the issue. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to reproduce error 31020 by checking the system and confirming the problem. Fse reset the preventive maintenance setting to resolve. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. System issues related to error messages/faults can be worked through with troubleshooting measures, such as reviewing logs. Error codes like error(s) 31020 are an indication of system state. Errors occur when the system has detected a potential issue, or when it cannot be sure there is no issue and, therefore, the system transitions to a safe error state.